Event description:
It was reported via journal article that patient underwent a trauma procedure on unknown date. Subsequently, article reports fracture of the arthrodesis nail. It is unknown whether a revision procedure has taken place. No further information has been received to date.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number two states, "bending or fracture of the implant". The product and lot identification necessary to review manufacturing history was not provided. This event is being reported based on information taken from an article entitled "the first recorded case of broken phoenix ankle arthrodesis nail, a case report".